Event description:
Provider states both welds on either side of the seat are broken. The reporter stated that there was no injury. The device has been replaced. Please note that if any further information is received a supplemental report will be filed.